Event description:
On june 19, 2007, the lay user/patient contacted lifescan(lfs) anthoer country, alleging the one touch ultra 2 meter was giving inaccurately high readings. On june 21, 2007, the technical service representative (tsr) spoke with the patient to obtain and verify information. In 2007, at 4:20 pm, while hospitalized, the patient obtained the blood glucose reading of 93 mg/dl on the reported meter. Within a few minutes, the nurse tested the patient's blood glucose level using a hospital one touch ultra 2 meter, and obtained a reading of 43 mg/dl. At that time, the patient was experiencing the symptoms of ' a feeling of sickness' and sweating. Following these readings, the patient was treated with four pieces of sugar and 20 grams of bread, and she felt better afterwards. After the food, at 5:37 pm, the patient obtained the reading of 253 mg/dl on the reported meter. The patient had been hospitalized seven days before, with a diagnosis of horton's disease (cluster headaches) and uncontrolled diabetes. The patient's diabetes was being monitored and treated in the hospital using only the patients meter readings; no laboratory or hospital meter blood glucose testing was performed. On the day prior to the event the patient had obtained meter readings of 133 mg/dl, 293 mg/dl, 212 mg/dl, 214 mg/dl, 159, mg/dl and 250 mg/dl. Seven days later, the patient obtained meter readings of 150 mg/dl at 6:55 am and 333 mg/dl at 10:23 am. The patient took her usual oral diabetes medications actos (pioglitazone) 30 mg and amaryl (glimepiride) 1 mg before breakfast. At 11:30 am the patient ate her lunch and was given an additional oral diabetes medication novonorm (repaglinide.) The physician prescribed the new medication based on the patient's previous elevated meter readings. The customer service representative (csr) determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient obtained several elevated blood glucose readings on the reported meter, while hospitalized and was treated with an additional oral medication based on these meter readings. Afterward the patient experienced symptoms suggesting hypoglycemia and received medical attention and treatment with food. The results of the meter-to-meter comparison testing exceed lifescan's criteria for accuracy. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.